Manufacturer narrative:
The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Event description:
It was reported that the ventilator had an 'odd noise' during use. The customer's biomedical engineer inspected the device and found an error code indicating the ventilator was restarted in the ventilator diagnostic report due to anomalies detected during operation. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The customer troubleshot with technical support. The customer had ordered a central processing unit (cpu). The customer was able to install the cpu to address the reported issue. The customer disposed the cpu, and it will not be returned for analysis.